Manufacturer narrative:
B3 event date was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Product damage (cannula detached from motor housing) the clinical details state that the cannula detached from the motor housing in the graft upon explant. It was noted that there were challenges with the removal as it seemed like the pump became caught on something but it was unable to tell where it was catching. With mild maneuvering, no excessive pulling it was able to break free. This catch was on the initial removal process but the cannula did not officially break until it was in the graft. There were no indications of clamps or anything used to cause the detachment. The returned product confirmed that the cannula was detached from the motor housing at the location of the outlet. There were no deformities in the cannula as in any clamp marks or scratches seen. The delo band remained on the cannula and part of it was torn off but did not remain on the pump housing. Residual glue marks are noted on the inside of the cannula and the indentation of it being bonded to the motor housing can been seen, but there appears to be blood in between the delo band and the cannula. On the surface of the lbb (motor housing) some delo also remains as evidenced by the darker material on the surface, but it is relatively clean. There were no kinks seen on the catheter. The root cause of the product damage (cannula detached from the motor housing) is due to a material fracture but the cause cannot be further established. Major bleed: the clinical stated that there was bleeding on october 9th. No further details were provided regarding the bleeding. The cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported that during removal of the impella 5.5 through the graft, the cannula snapped off just above the motor housing. The remaining portion of the cannula was visualized and successfully retrieved without any patient harm. No adverse clinical outcomes were reported.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.